Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019. The biomedical engineer evaluated the unit and could not duplicate reported problem. The biomedical engineer view the log and found that the unit did alarm during disconnect. The field service engineer (fse) evaluated the unit and the reported problem was not duplicated. The unit passed all test. The biomedical engineer suspected that the alarm is turned down during the patient disconnect.

Event description:
The respiratory therapy has reported that the v60 did not alarm when disconnected from patient. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information were requested from the customer, but no response received.